Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patients pocket will be revised as patient states the device has migrated and is no longer comfortable. At the revision procedure it will be determined if the device is re used or replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that this device was electively explanted.